Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results and further noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced loss of consciousness, followed by vomiting. The customer was unable to self-treat and was taken to the hospital, where a laboratory glucose test was performed (results unknown) and a tetanus injection was administered by an hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.